Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "incisional dehiscence", and "tissue expander exchange due to deflation"

Event description:
Healthcare professional reported "incisional dehiscence". Healthcare professional later reported "tissue expander exchange due to deflation" and this record is for the right side. Device was explanted and replaced.